Event description:
The complainant reported that the patient had gastrointestinal bleeding (gi bleed) and low pump flow issues during impella 5.5 support. Heparin was held due to the bleeding. Discussion was held on product replacement, however, the patient is still currently on support with the same device. Additionally, the patient experience impella suction and the p level was dropped to p5. Two units of blood and volume were given to the patient. Patient is stable and on support so far.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received and the following fields were updated: b2, b5, h1, h6.

Event description:
It was reported that several days of support the patient expired.

Manufacturer narrative:
A.4 added weight as it was inadvertently omitted from the initial report that was submitted. D.6b explant date was added. E.1 zip code extension was added as it was inadvertently omitted on the initial report that was submitted. H.6 code f01 was added as it was inadvertently omitted from the initial report that was submitted. The customer's device was not returned for investigation. Event logs were returned and reviewed. The logs show intermittent instances of suction alarms correlating with the patient updates. The suction alarms are accurately triggered as there was slight lower motor current values during this time, correlating with changes in pressure. There were no motor current spikes or drastic changes in flow. Based on the clinical information and data logs, the root cause of the suction is most likely due to a patient related issue. The pump passed all post sterile inspection checks.